Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # unknown) sigpshell, sig power sigpshell control shell, (lot # unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, before firing, the cartridge was detached with the jaw being in closed position. A new reload was used to resolve the issue. There was no patient involved.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had all full complement of staples. The jaw of the reload was open. Lock ring was out of position. Functional testing found that the lock ring returned to the proper position. The reload was loaded into a representative handle. The reload was loaded with the handle repeatedly and no functional abnormalities were found. The reload was cycled without hesitation or binding and was applied to test media. All staples were properly placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the cartridge was detached with the jaw being in closed position. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the lock ring is inadvertently moved out of position during handling of the reload. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. A definitive root cause could not be determined with regard to the reported condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.